Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the patient had received an inappropriate shock due to electromagnetic interference (emi) during an unrelated procedure on (B)(6) 2018. The emi was caused by electrocautery. No programming changes were made. The patient was in stable condition.